Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A report will be submitted when the final evaluation has been completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a (B)(6) (at the time of initial report) asian male patient.( medical history included hypertension, renal insufficiency and hypoglycemia. Concomitant medications included acid acetylsalicylic, amlodipine besilate and a medication reported as compound a-ketoacid; all for unknown indications. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50 100 u/ml) , though a cartridge, via reusable pen (humapen ergo ii), for the treatment od an unspecified type of diabetes mellitus. Dosage regimen, route of administration and start date were not reported. He also received insulin lispro (rdna origin) (humalog 100 u/ml) through a cartridge, via reusable pen (humapen ergo ii), 9 u each morning, 6 u each noon and 9 u each evening, subcutaneously for diabetes mellitus, beginning in 2015. In (B)(6) 2017, he fell down due to hypoglycemia (no values reported). These events were considered serious due to their medical significance. Since an unknown date, he did not inject insulin treatment for several days due to an unspecified failure of the injection pen ((B)(4), lot 1202d02). Information regarding corrective treatments and outcome for the events was not reported. Since an unknown date due to the events, his doctor changed his insulin lispro protamine suspension 50/50 treatment for insulin lispro therapy (conflicting information). Insulin lispro treatment was continued. The patient was the operator of humapen ergo ii and his training status was not reported. Model duration and duration of use of suspect device were not reported. Action taken with suspect device was not reported and its return was not expected. The reporting consumer did not know if the reported events were related to insulin lispro protamine suspension 50/50 or insulin lispro therapies; related the event of did not inject insulin to the problem with suspect device and did not provide an assessment of relatedness between the remaining events and the suspect device. Edit 22aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint (pc), concerned a 76-year-old (at the time of initial report) asian male patient. Medical history included hypertension, renal insufficiency and hypoglycemia. Concomitant medications included acid acetylsalicylic, amlodipine besilate and a medication reported as compound a-ketoacid; all for unknown indications. The patient received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50 100 u/ml) , though a cartridge, via reusable pen (humapen ergo ii), for the treatment of an unspecified type of diabetes mellitus. Dosage regimen, route of administration and start date were not reported. He also received insulin lispro (rdna origin) (humalog 100 u/ml) through a cartridge, via reusable pen (humapen ergo ii), 9 u each morning, 6 u each noon and 9 u each evening, subcutaneously for diabetes mellitus, beginning in 2015. In jan-2017, he dropped off/fell once, clarified as fainted due to hypoglycemia (no values reported). The event was considered serious due to their medical significance. Furthermore, it was noted there was hypoglycemia when using insulin lispro protamine suspension 50%/ insulin lispro 50%. Later, on an unspecified date in aug2018, he did not inject insulin treatment for several days due to failure of the injection pen. Reportedly, the injection screw could move but the injection button could not be pushed down; no insulin flowed out and the number in dose window did not return to zero (B)(4). Lot 1202d02). It was noted the patient changed needle once two-three days. It was also noted the device was stopped sometime in aug2018. Information regarding corrective treatments and outcome for the events was not reported. Since an unknown date due to the events, his doctor changed his insulin lispro protamine suspension 50/50 treatment for insulin lispro therapy (conflicting information insulin lispro also reported to have started in 2015). Insulin lispro treatment was continued. The patient was the operator of humapen ergo ii and his training status was not reported. Model duration and duration of use of suspect device were not reported. The suspect humapen ergo ii device associated with 4450255 was not returned to the manufacturer. The reporting consumer did not know if the reported events were related to insulin lispro protamine suspension 50/50 or insulin lispro therapies; related the event of did not inject insulin to the problem with suspect device and did not provide an assessment of relatedness between the remaining events and the suspect device. Edit 22aug2018: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 26sep2018: additional information received on 21sep2018 and 26sep2018 from the global product complaint database, which was processed together. Entered device specific safety summary (dsss). Updated the medwatch fields with device information, the european and canadian (EU/ca) device information, improper use and storage from no to yes. Added product complaint details and date of manufacturer for the suspect humapen ergo ii device associated with (B)(4). Which was not returned to the manufacturer. Corresponding fields and narrative updated accordingly. Upon review, updated the description as reported for the event of drug dose omission and added onset date. Captured the serious event of hypoglycemia with onset date of apr2017 as actual non-serious event of hypoglycemia with description as reported of hypoglycemia on mix 50 with unspecified onset date (prior to (B)(4).

Manufacturer narrative:
B.5. Narrative field: new, updated and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 26sep2018 in the b.5. Field. No further follow-up is planned. Evaluation summary: a male patient reported that he experienced hypoglycemic unconsciousness in january 2017 while using a humapen ergo ii. In august 2018, the injection button of his humapen ergo ii could not be pushed down and no insulin was delivered. The device was not returned to the manufacturer for investigation (batch number 1202d02, manufactured february 2012). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to pen jam or dose accuracy issues. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient also reported using the same needle for 2-3 days. The core user manual instructs to use new needle for each injection. There is evidence of improper use. The patient reused needles which may be relevant to the complaint of pen jam, but is not likely relevant to the events of hypoglycemic unconsciousness.